Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a piece of the battery cap was chipped. The customer reported that they experienced high blood glucose of 437 mg/dl. The customer's blood glucose was 331 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer declined to troubleshoot for high blood glucose. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was received with broken battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window and minor scratches on the display window.